Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to the manufacturer has been submitted.

Event description:
Account reported that there was suction lost twice during surgery. Account said that they used a new pi kit but lost suction once more. After a re-attempt they were able to complete the procedure with no further issues. This report is for the suction loss with the first pi kit. A separate report is being submitted for the other pi device (report 1 of 2).